Event description:
The customer alleged that not all of his blood glucose readings were found in the memory of the contour. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.